Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 120x30. The customer states the distal balloon deflated. Upon prepping the distal balloon using 1 cc of saline, it inflated with no problem and remained inflated. After insertion into the pt the balloon would not remain inflated. The device was removed and a second device was used to complete the case. No medical intervention.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.